Event description:
It was reported that the display pixels on the external pulse generator were faded, making the display hard to read and that the battery case was broken. The generator was returned for repair. It was indicated that there was no patient involvement.

Event description:
It was reported that the display pixels on the external pulse generator were faded, making the display hard to read and that the battery case was broken. The generator was returned for repair. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the display was hard to read and that the battery case was broken. Analysis also found that the upper and lower cases, the ring cover and one bail cover were broken, that the battery release was contaminated, the battery contacts were compressed, the ring was bent, the keyboard was scratched, the battery flex and heart lead flex were corroded, the battery drawer o-ring was missing and the serial number label was damaged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.